Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h4: the lot was manufactured from july 21, 2020 - july 22, 2020. H10: the actual device was received for evaluation. A visual inspection performed and a ruptured bladder was observed. Since the bladder has been ruptured, a functional flow rate test could not be performed on the unit to verify the reported no flow issue. The ruptured bladder was examined for signs of abnormality that could have contributed to the rupture, however there were no signs of abnormality found on the bladder that may have led to the rupture. The cause of the rupture could not be determined, however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. This was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.